Event description:
It was reported that revision surgery was performed in (B)(6) 2009 due to loosening. The femoral head remained implanted.

Manufacturer narrative:
Subsequent revision of the femoral head involving the same hip for this patient (B)(6) 2011 reported via MDR 3005477969-2013-00031.